Event description:
It was reported that the patient allegedly presented with blisters on the big toe of their target limb, eight days post treatment for a re-stenosed vascular stent in the superficial femoral artery (sfa), which was previously implanted in (B)(6) 2014. The health care professional reported there were no reported difficulties during the procedure and two vessel run-off below the knee revealed good blood flow. Reportedly, there were no patient injuries and no complications reported during the course of the hospital admission. The device was discarded after the procedure and not available for evaluation.

Manufacturer narrative:
Analysis: the customer reported the device was discarded and not available for evaluation. The investigation is not yet complete and a follow-up report will be submitted with all additional relevant information. This MDR is associated with mfg report number: 3006513822201500001.